Manufacturer narrative:
The manufacturer performed a gross investigation on the returned device. The returned prosthesis valve was received in general good conditions with the pericardium slightly darker and with some blood traces.

Event description:
On (B)(6) 2018 a patient received a perceval pvs23 as part of a mics rat. The device was implanted after debridement and placement of nadir sutures. Small gap centrally but leaflets coapted when using forceps. Toe showed a properly seated valve. Deployment and ballooning were uneventful. Small gap centrally but leaflets coapted when using forceps. There was severe central regurgitation in particular through one apparently shorter leaflet that wasn't coapting. Initially there seemed to be a buckled or s-bend in the left leaflet. Physicians waited at least 10-15 minutes to see if it improved. The left leaflet appeared straighter but the regurgitation remained. Undersizing was suspected with insufficient radial force to coapt all 3 leaflets. The patients pacing was suspect, so in order not to risk complications the procedure was converted to a median sternotomy where the medium perceval appeared as first observed upon deployment. Patient was resized and physician confirmed the medium sizer was the correct size with the white end not going through. A small piece of the leaflet about 3-5 mm long was removed that hadn't initially been excised but this was thought to be inconsequential. The procedure was altered to a conventional valve implant for which the physician sized and implanted a magna ease 21mm.

Manufacturer narrative:
A preliminary visual inspection was performed in order to record the gross appearance of the returned valve in its received conditions. Photographs of the device were taken during this step. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The effective orifice area (eoa) at 70 bpm, 5 l/min of cardiac output and mean aortic pressure of 80 mmhg is 2.43 cm2, well above the iso 5840 minimum requirement (1.25 cm2). For a cardiac output of 5.0 l/min and mean backpressure of 80 mmhg, the regurgitant fraction is 4.7% and it is below the requirement of iso 5840 (rf% 10%) for a prosthesis of equivalent tad. During the open/close cycle in hypotensive condition the leaflet 3 was slightly in delay compared to the other leaflets, increasing the rf% (9.3%). Nevertheless the rf% was 10% also in this additional test in hypotensive conditions, meeting the specification limits. No central leakage was observed during the test and full and complete leaflet coaptation was observed. The review of the manufacturing and quality control data filed in the DHR for this perceval heart valve prosthesis pvs 23/m sn: (B)(4), confirmed that each manufacturing and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with livanova specifications. The valve satisfied all material, dimensional, and performance standards required for a size 23/m perceval heart valve at the time of manufacture and release. The hydrodynamic testing conducted on the returned prosthesis confirmed that the device does not reveal central leak or coaptation anomalies. The returned perceval valve meets the iso 5840 minimum requirements. No regurgitation was observed. The review of the steady flow test results did not highlight any functional anomaly during the open/close cycle and the valve met the acceptance criteria. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device since full and complete leaflets coaptation has been observed under different test conditions. No regurgitation was observed. Therefore the root cause is likely attributable to an undersizing of the device leading to insufficient force required for coaptation, which corresponds with the initial information received from the site. Based on this the root cause can be deemed procedure issue, specifically under-sizing, leading an adverse event fields changed: date of report, date rec¿d by MFR, PMA/510k, if follow-up, what type.